Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during preventative maintenance in biomed service (parameters not provided). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device history review was completed and revealed no findings that could have been directly contributed to the current complaint. An event history log review was not performed due to the device not being sent in for evaluation. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.